Event description:
It was reported the patient went to the emergency department due to the lead integrity alarm was sounding. Follow up determined the patient was in the water next to the electrical boat lift which is likely the reason for the 60 hertz noise that tripped the lead alert. The device was checked and no issues reported. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.